Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt and the "analyze" button pressed. According to the reporter, the device displayed a service icon, disarmed the charge and would not deliver a countershock. The battery was replaced, power cycled and the device appeared to operate properly. Subsequent rhythm analyses by the device indicated "no shock advised". The pt was not resuscitated.